Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top head comes out of it. The top part came off while brushing our teeth - oral-b [device breakage]. Case narrative: 74-year-old male consumer reported via phone that the top part of the oral-b toothbrush head came off while brushing his teeth and fell into his mouth. No injury was reported.